Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The facility¿s biomedical engineer checked the unit and was able to duplicate the fault. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and reported that upon start up, the unit immediately alarmed with a tone and displayed fault 14. The fse reviewed the maintenance menu and checked the error code and found code 77 and maintenance required codes. The fse checked all connections and all were ok. The fse determined that the unit needed a new scroll compressor. The fse disassembled the unit and replaced the scroll compressor, ran unit thru a complete calibration check and adjusted as needed; reassembled the unit and ran on a test balloon and trainer for approximately 35 minutes. All checked ok. The iabp unit was cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power-up fault code #14. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.